Manufacturer narrative:
Batch review performed on 17 july 2024. Lot 110294: (B)(4) items manufactured and released on 05-may-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain, due to a loose cup. At about 12 years 8 months post primary surgery the surgeon revised the cup and liner and the surgery was completed successfully.